Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 561mg/dl. The customer declined troubleshoot for high blood glucose event. The customer was treated with syringe and insulin for high blood glucose level. The customer also reported that the infusion set cannula is bent. The insulin pump will be returned for analysis.